Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/increasingly severe pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2009 to (B)(6) 2009. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010 for pelvic pain female, mestranol;norethisterone (necon) from (B)(6) 2013 to (B)(6) 2016 for vaginal bleeding and menorrhagia, terconazole (terazol) for vaginal infection as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ menorrhagia (heavy menstrual bleeding)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), vaginal infection ("bladder/urinary problems: vag. Infect. (Vaginal infection)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), tooth disorder ("excessive dental problems"), migraine ("excessive migraine headaches"), infection ("frequent infections"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract problems"), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge"). The patient was treated with fluconazole (diflucan), sertraline hydrochloride (zoloft) and surgery (hyst. (Full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, back pain, abdominal pain and vaginal infection had resolved, the pelvic discomfort, dyspareunia, fatigue, tooth disorder, migraine, infection, abdominal distension and alopecia had not resolved and the depression, vaginal haemorrhage, anxiety, urinary tract infection, bladder disorder, urinary tract disorder, cystitis and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dyspareunia, fatigue, genital haemorrhage, infection, menorrhagia, migraine, pelvic discomfort, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Essure removed: unknown (as reported, discrepant information) she received treatment for pelvic pain, abdominal pain, menorrhagia, genital bleeding, psych injury, vaginal infection, vaginal discharge, bladder problems, urinary tract problems, bladder infection, uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on an unknown date: results: coils were properly placed.; on (B)(6) 2016: test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: events added: bladder problems, urinary tract problems, bladder infection, uti, vaginal discharge. Rcc note were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/increasingly severe pain') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, yeast infection, acne, menses irregular, acute cholecystitis, gallstones, abdominal pain and back pain. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2009. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010 for pelvic pain female, mestranol; norethisterone (necon) from (B)(6) 2013 to (B)(6) 2016 for vaginal bleeding and menorrhagia, terconazole (terazol) for vaginal infection as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ menorrhagia (heavy menstrual bleeding)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), vaginal infection ("bladder/urinary problems: vag. Infect. (Vaginal infection)") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital hemorrhage ("general abnormal bleed"), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), tooth disorder ("excessive dental problems"), migraine ("excessive migraine headaches"), infection ("frequent infections"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract problems"), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge"). The patient was treated with fluconazole (diflucan), sertraline hydrochloride (zoloft) and surgery (hyst. (Full). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital hemorrhage, menorrhagia, back pain, abdominal pain and vaginal infection had resolved, the pelvic discomfort, dyspareunia, fatigue, tooth disorder, migraine, infection, abdominal distension and alopecia had not resolved and the depression, vaginal hemorrhage, anxiety, urinary tract infection, bladder disorder, urinary tract disorder, cystitis and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dyspareunia, fatigue, genital hemorrhage, infection, menorrhagia, migraine, pelvic discomfort, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal hemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Essure removed: unknown (as reported, discrepant information). She received treatment for pelvic pain, abdominal pain, menorrhagia, genital bleeding, psych injury, vaginal infection, vaginal discharge, bladder problems, urinary tract problems, bladder infection, uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on an unknown date: results: coils were properly placed.; on (B)(6) 2016: test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/increasingly severe pain') and genital haemorrhage ('general abnormal bleed') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2009 to (B)(6) 2009. Concomitant products included nsaids since september 2010 and paracetamol (acetaminophen) since september 2010 for pelvic pain female, mestranol;norethisterone (necon) from (B)(6) 2013 to (B)(6) 2016 for vaginal bleeding and menorrhagia, terconazole (terazol) for vaginal infection as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6)2011. On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ menorrhagia (heavy menstrual bleeding)"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), vaginal infection ("bladder/urinary problems: vag. Infect. (Vaginal infection)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), tooth disorder ("excessive dental problems"), migraine ("excessive migraine headaches"), infection ("frequent infections"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). The patient was treated with fluconazole (diflucan), sertraline hydrochloride (zoloft) and surgery (hyst. (Full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, back pain, abdominal pain and vaginal infection had resolved, the pelvic discomfort, dyspareunia, fatigue, tooth disorder, migraine, infection, abdominal distension and alopecia had not resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dyspareunia, fatigue, genital haemorrhage, infection, menorrhagia, migraine, pelvic discomfort, pelvic pain, tooth disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Essure removed: unknown (as reported, discrepant information) she received treatment for pelvic pain, abdominal pain, menorrhagia, genital bleeding, psych injury, vaginal infection diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on an unknown date: results: coils were properly placed.; on (B)(6) 2016: test: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Event added from pfs- abnormal bleeding (vaginal), mental anguish. And previously reported event-psych injury updated to event- depression. Reporter information, medical history, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/increasingly severe pain') and genital haemorrhage ('general abnormal bleed') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding/ menorrhagia (heavy menstrual bleeding)"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), tooth disorder ("excessive dental problems"), migraine ("excessive migraine headaches"), infection ("frequent infections"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vag. Infect. (Vaginal infection)"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, back pain, abdominal pain and vaginal infection had resolved, the pelvic discomfort, dyspareunia, fatigue, tooth disorder, migraine, infection, abdominal distension and alopecia had not resolved and the psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, infection, menorrhagia, migraine, pelvic discomfort, pelvic pain, psychological trauma, tooth disorder and vaginal infection to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Essure removed: unknown (as reported, discrepant information) she received treatment for pelvic pain, abdominal pain, menorrhagia, genital bleeding, psych injury, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed; on (B)(6) 2016: test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: case become incident. New events- genital bleeding, psych injury, bladder disorder, urinary tract disorder. Reporters, date of removal and lab data were added. Updated outcome of events pelvic pain, abdominal pain, back pain, menorrhagia, genital bleeding, bladder disorder, urinary tract disorder to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.